Manufacturer narrative:
The initial MDR indicated lot # as 8bpe605a. The correct lot # is 8bpeg05a. Has been updated with this information.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The (B)(6) customer reported, at 8:30 a.m., he obtained a blood glucose reading of 125 mg/dl on a contour xt meter. He took insulin and started presenting with symptoms of hypoglycemia such as dizziness, sweating and feeling weak. At around 9:00 a.m., retesting was performed and a blood glucose reading of 35 mg/dl was obtained. The customer went into diabetic coma and his wife had to call emergency services. The physician gave glucose to the patient and he was stabilized. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.